Event description:
After inserting menstrual cup, customer experienced dizziness, disorientation, light-headedness, cramping.

Manufacturer narrative:
Sent complaint to company medical director for review. Medical director recommended reporting on (B)(4) 2009 based on symptoms.